Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not power on. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will no power on) has been confirmed. Upon evaluation, the monitor would not power on. The cause of the inability to power on is a defective battery connector (j1) on the defibrillator board, preventing the monitor from recognizing a battery. The root cause of the defective battery connector cannot be positively determined but was likely induced from excessive force when the battery was mated with the monitor. No adverse event resulted from the defective battery connector. The pt received a replacement monitor.